Event description:
It was reported that a home patient (hp) observed air in the patient line while performing automated peritoneal dialysis (apd) therapy with a homechoice (hc) device. The issue occurred during fill 1 while the patient was connected. A technical service representative (tsr) assisted the hp with ending therapy and reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.